Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent an excision of vaginal polyp and skin tag on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2006 for mesh exposure. It was reported that the patient underwent cystoscopy on (B)(6) 2013 for hematuria and dyspareunia and exposed vaginal mesh was found. It was reported that the patient underwent vaginal sling revision/removal; autologous pubovaginal sling on (B)(6) 2013 for vaginal mesh exposure through the vaginal wall and stress incontinence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.